Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen on a mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.